Manufacturer narrative:
Concomitant medical products: l311 lead; 7741 lead; 7742 lead; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months post replacement procedure, the patient developed an infection. The cardiac resynch ronization therapy pacemaker (crt-p) that had been implanted with an absorbable envelope was removed and a temporary device and lead was placed until the infection cleared. A cardiac resynchronization therapy pacemaker (crt-p) system was later implanted. No further patient complications have been reported as a result of this event.